Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing rubber stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing rubber stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had a missing component of product. The following information was provided by the initial reporter: the customer noticed ¿when collecting blood and preparing the tube, the customer found the tube has no stopper."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had a missing component of product. The following information was provided by the initial reporter: the customer noticed ¿when collecting blood and preparing the tube, the customer found the tube has no stopper."